Manufacturer narrative:
An event of heart block during the procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the device was implanted 5mm from the non-coronary cusp, which is deeper than the optimal 3mm. Based on all available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant. The valve was implanted at a depth of 5mm at non-coronary cusp (ncc) and 3mm at left coronary cusp (lcc). Post procedure, a left bundle branch block (lbbb) was developed and it resolved on (B)(6) 2023. The patient was reported symptomatic after discharge. Few days after, the lbbb returned, and a permanent pacemaker was implanted on (B)(6) 2023. The patient was reported stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant. The valve was implanted at a depth of 5mm at non-coronary cusp (ncc) and 3mm at left coronary cusp (lcc). Post procedure, a left bundle branch block (lbbb) was developed and it resolved on (B)(6) 2023. The patient was reported symptomatic after discharge. Few days after, the lbbb returned, and a permanent pacemaker was implanted on (B)(6) 2023. The patient was reported stable and discharged.